Event description:
The user is not hearing from his right implant. Recommend doing a listening check with a stethoscope.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.